Manufacturer narrative:
Image analysis 4 images were provided for review. The 4 images show the device's blue catheter hooped. The balloon is deflated and shows the stent deformed and displaced proximally on the balloon. The most proximal portion of the stent is deformed with a number of more distal segments also deformed. The stent impressions are visible on the proximal portion of the balloon, which is now bare. Product analysis the device was returned with the stent on the balloon. Stent was confirmed as 57mm. A visual inspection found that the stent moved a pproximately 18mm distally on the balloon and with damaged stent struts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A visipro stent was intended to be implanted for the treatment of a 100mm plaque lesion with 99% stenosis in the proximal region of the common iliac artery. There was mild tortuosity and no calcification. The artery diameter was 9mm. A 7fr sheath and a 0.035 non medtronic guidewire was used. Embolic protection was not used. The vessel was pre-dilated with 5 x40mm pre-dilation device. The device was prepped as per the IFU with no issues identified. No resistance was encountered when advancing the device. The device did not pass through a previously deployed stent. It was reported that the stent partially dislodged at the tip of the balkins sheath during delivery to/at lesion. The assembly was removed. The dislodged stent was removed. An 8mm stent was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.